Event description:
The customer reported that the probe of the ortho provue analyzer was dripping and the dilution cup was overflowing. The customer indicated that no error codes were posted. No erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the pressure regulator was marginally working. The fe replaced the pressure regulator and a health check inspection was successfully performed. Replacement of the pressure regulator and service has returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).